Event description:
It was reported that, over the last year, this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements. There was also an increase in the pacing threshold measurements. Which was suspected lead broken. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned. While the pacemaker was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.